Event description:
It was reported a patient underwent a right hip revision approximately a year and a half post implantation due to a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item: 00877503604 lot: 2821955 bioloxâ delta, ceramic femoral head, xl, ã¸ 36/+7, taper 12/14. G2: foreign: country: australia. H6: component code: mechanical (g04) - stem. No product was returned for evaluation; however, pictures were provided and reviewed. Visual examination of the provided pictures identified the explanted stem with bio-debris on the surface. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic displaced right femoral diaphyseal fracture. A definitive root cause cannot be determined. This complaint was confirmed based on the provided radiograph review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.